Manufacturer narrative:
Covidien reference number: (B)(4). The reported "cuff won't deflate"; event was not confirmed in the returned sample. A device history review of the lot confirms that there have been no anomalies noted.

Manufacturer narrative:
(B)(4). This follow-up is being submitted for correction to additional information.

Event description:
A report was received alleging that during 'prior to use' testing, an endobronchial tube's cuff did not deflate as it was intended. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).